Manufacturer narrative:
Product is not expected to be returned.

Event description:
It was reported that the blood glucose values provided by the connect app (android) are not correct. The values are displayed with two digits. If the customer's blood glucose value is 117 mg/dl, only a value of 11 mg/dl is displayed.